Manufacturer narrative:
(B)(4). Results pending completion of evaluation summary. (B)(4).

Event description:
According to the reporter, during the first fire of a laparoscopic assisted proximal gastrectomy, the device could not be fired at all. The device was reassembled with the same reload outside the body and the device worked fine. However, upon removing the reload, the calibration was not activated; upon removing the adapter, the calibration was activated and the handle kept working. Upon reinserting the battery, there was no problem. It was also reported that the patient is doing well and did not experience and adverse event as a result of the device malfunction.